Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device touchscreen was not responsive. There was no reported patient involvement, therefore no health consequences or impact.

Manufacturer narrative:
New information received that the device was not in clinical use at the time of the event.

Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device touchscreen was not responsive. There was no reported patient involvement, therefore no health consequences or impact.